Manufacturer narrative:
Based upon the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that the instrument was received with the knife nicked and bowed. It appears as if an attempt was made to fire the instrument across a hard object. The instrument was fired with a reload cartridge. Despite the damage to the knife, it fired and formed all the staples as designed across the entire staple line with no difficulties noted. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
The device was used during a gastric tube procedure. It was reported by the affiliate that on the seventh firing, the knob did not move at the middle of the firing stroke. A new device was used to complete the case. There was no consequence to the pt.